Event description:
The customer called and reported that emergency medical services came out and treated him for high blood glucose of 489 mg/dl. Customer required assistance programming the insulin pump, which he had received that day. Assistance was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.